Event description:
It was reported by the customer that they have recently replaced the charge-pak in the device and it is now displaying an illuminated wrench icon. There were no reports of pt use associated with the reported event. It was later observed by the physio-control failure analysis center that the device would not charge and transfer energy.

Manufacturer narrative:
Physio-control evaluated the device and observed that there was a poor electrical connection between the high energy storage capacitor connector and the connector j502 on the analog pcb, causing for the device not to charge and transfer energy. The customer rec'd a replacement device.